Event description:
It was reported that during a lower anterior resection the contour stapler (cs40g), the closure trigger broke during the process of closing before firing. We had to use silk sutures and echelon endocutter staplers ec60a and ecr60g reloads as we didn't have another contour stapler at hand.

Manufacturer narrative:
(B)(4). Date sent 10/3/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Answer: I have always used the contour cutter and the circular stapler for my lar. The device misfired and broke in this particular episode, and I had to hand sew. We did have a spillage, as I do not do bowel prep, and this led to some post-op ileus. I discharged the patient on day 8 post-op and will review him on (B)(6). Caused or contributed to the need for additional medical or surgical intervention? Yes malfunctioned? Yes. We were scrubbed for a lower anterior resection surgery. We were using the contour stapler(cs40g), the closure trigger broke during the process of closing before firing. We had to use silk sutures and echelon endocutter staplers (ec60a) and ecr60g reloads as we didn¿t have another contour stapler at hand. The surgical team spent more time in theatre and the patient bled more. Product location: was there any surgery delay? Yes. Were there any patient consequences? Yes. How was the case completed? Other. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Was the postop care altered in any way due to the difficulty experienced with the contour device? Was the patient's hospitalization extended due to the difficulty experience with the contour device. When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? What is the scrub's experience with reloading the device? Were there any difficulties loading the device? Was the device checked that the cartridge was fully loaded into the instrument after the retainer pin had been removed? Was the retaining pin placed manually or automatically? What is the current status of the patient? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Please confirm that the reload was completely in the housing of the contour device prior to firing? Was the bleeding intraluminal or extraluminal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12-13-2024. Corrected data: report submission due date. Was 10-25-2024. Should be 1-10-2024.

Manufacturer narrative:
(B)(4). Date sent: 10/16/2024. Additional information was requested, and the following was obtained: what were the indications for surgery? Rectal cancer did the patient receive any preoperative chemotherapy or radiation? No was the postop care altered in any way due to the difficulty experienced with the contour device? No, apart from longer hospital stay was the patient's hospitalization extended due to the difficulty experience with the contour device? Yes when was the staple retaining cap removed? After reloading what provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Standard precaution, this was a second reload cartridge was the device difficult to close? No was the device closed and repositioned multiple times prior to firing? No was the device difficult to fire? Yes was the distal transection completed in one or multiple firings? No firing done as the device broke what is the scrub's experience with reloading the device? Acceptable were there any difficulties loading the device? No was the device checked that the cartridge was fully loaded into the instrument after the retainer pin had been removed? Yes was the retaining pin placed manually or automatically? Manually what is the current status of the patient? Discharged and stable (suturing was handsewn) what was the total estimated blood loss (ml)? 100mls was a transfusion required? No how was the bleeding addressed? Expectantly what was the pre and postoperative anti-coagulant and pain management protocol? As per hospital protocol: epidural analgesia and prophylactic clexane please confirm that the reload was completely in the housing of the contour device prior to firing? Yes was the bleeding intraluminal or extraluminal intramural.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2024. Corrected data: h6. Health effect clinical code and h6. Medical device problem code.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2024. Corrected data: h6. Medical device problem code. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.